Event description:
It was reported the device reached elective replacement indicator (eri) sooner than expected considering the programmed parameters and therapy usage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt, eol (end of life) is (B)(6) months after eri. Weekly battery voltage trend data shows bat equals 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(6) 2011, device eri less than equal to 2.62 volt, eol (end of life) is 3 months after eri. Weekly battery voltage trend data shows bat equals 2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012.